Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, surgeon saw a few peripheral optic fractures near the haptic. The surgeon claims that he has seen about 15 lenses so far mixed toric and non-toric cases happened over a span of 6 months during the surgery. Standard phaco completed, patients unaffected and none are explanted. All the affected lenses are still in patient¿s eyes and surgeon does not want to remove them; patient¿s was not noticing a problem.